Manufacturer narrative:
The day before the event occurred, the fse had reportedly replaced the sujc. The fse resolved the customer reported issue by installing weighted covers on the sujc. No parts were replaced. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to a da vinci surgical system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a planned da vinci-assisted inguinal hernia repair procedure, the surgical staff had difficulty pushing down the camera arm setup joint (sujc). After docking the arm to the patient, the arm allegedly moved up and as a result, the cannula was pulled out of the patient before the endoscope was connected. Due to the alleged issue, the surgeon made the decision to convert the da vinci-assisted surgical procedure to open surgery. On (B)(4) 2017, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: the csr was present during the planned da vinci-assisted surgical procedure. The physician assistant (pa) felt a lot of resistance while attempting to push the camera arm to the cannula. At the time the resistance was felt, the surgeon was pressing the port clutch button. The pa was eventually able to attach the camera arm to the cannula and then a camera was inserted. However, the camera arm allegedly popped back up and the cannula was removed from the patient at the same time. At that point, the surgeon made the decision to convert the planned da vinci-assisted surgical procedure to open surgery. The inguinal hernia repair procedure was reportedly completed via open surgery and no post-operative complications were reported. On 08/14/2017, an isi field service engineer (fse) performed a field evaluation at the site. To resolve the customer reported issue, the fse installed weighted covers to correct a weight issue on the sujc. The fse then tested the system and verified that it was ready for use.